Event description:
Patient had sudden loss of capture on medtronic 5338 temporary pacemaker leading to severe hypotension and bradycardia. Patient became asystolic and CPR was started. Staff attempted to connect the patient to three different medtronic 5388 pacemakers and none would capture. Eventually connected to cardiotronic pacemaker which captured and rosc was achieved. Devices were all up to date on preventative maintenance at the time of the event. Pt: 1914, 1751, 4442. Device: 3023, 1081. Ref: mw5186889, mw5186890.